Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is a veterinary product. Device is similar to a device marketed for human use. Operator of device is health professional, but in veterinary field.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications and no problems were noted.

Manufacturer narrative:
The manufacturing documents of this housing were reviewed and no complaint related issues were found. The serial number (B)(4) belongs to the part 50140440, which is the housing of the article 532.010. Placeholder.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
It is reported that on (B)(6) 2013, a small battery drive would periodically start and stop. Device was not used in surgery. There was no injury or medical intervention reported. This device was used at a veterinary clinic. This is 1 of 1 reports for this event.